Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to the remote manager was functioning incorrectly. A field service engineer disassembled the latch assembly from the remote manager housing. The engineer then cleaned the contacts of the mini switch and re-crimped the wiring harness connectors before reassembling the unit. Following the reassembly, the engineer conducted tests on the remote manager and the hardware testing application to ensure proper functionality. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced a failure with the remote manager, which was not working consistently. The customer reported that staff members had to visit a different station to retrieve medications, resulting in delays in patient care. There were no adverse events or injuries reported based on this incident.